Event description:
On (B)(6) 2012 caseworker for a hospital reported the pt has gone into dka and is currently in the ICU at the hospital. Caseworker stated the pt¿s blood glucose level was reported at 426 mg/dl and 441mg/dl at the time of admittance. Caseworker reported the pt¿s elevated blood glucose level was due to an infection. Case worker stated the pt reported he has not been checking his blood glucose level or taking care of his diabetes. Caseworker reported pt was admitted on (B)(6) 2012 and is unable to speak to anyone and is in very poor health. Caseworker stated the pt has not received any supplies since (B)(6) 2012. Caseworker reported she was unsure of any further details regarding the hospitalization. Pt¿s target blood glucose range is 90-120 mg/dl. Caseworker stated pt reported he had an infection on his leg which was bringing his blood glucose level up which caused him to go into dka. On (B)(6) 2012 pt¿s mother reported pt had passed away due to low blood glucose level. Mother stated pt was found unresponsive on (B)(6) 2012 and the emts were called. Mother reported she thinks it was due to low blood glucose level. Mother stated she believes the pt¿s blood glucose level was 24 mg/dl. Mother reported pt was taken to the hospital on (B)(6) 2012 and was given something that sounded like lancet, possibly lantus, for treatment. Mother stated the pt was in a coma and unresponsive. Mother reported the pt was taken off of life support on (B)(6) 2012 and he passed away on (B)(6) 2012. Mother stated she believes the pt was wearing the infusion device at the time of the incident. Mother reported the emts stated they never removed the infusion device from the pt and he was taken to the hospital with the device on. Hospital reported they do not have the infusion device and currently no one knows where the device is. Mother stated she is questioning whether the infusion device was working properly because her son never lets his blood glucose level go that low. Mother reported she now wonders if the infusion device was not working properly because they cannot find the device. On follow up call on (B)(4) 2012 caseworker reported she does not have the infusion device and does not know where the device is located. Requested return of the infusion device for eval.